Event description:
The customer stated he was manually priming the insulin pump while it was connected to his body when an alarm occurred. The customer stated he then noticed he had delivered approximately 100 units of insulin into his body. The customer stated at that time his blood glucose level was dropping rapidly and that his wife was going to take him to the fire station to receive treatment. A follow-up call was made to the customer and the customer stated he has been hospitalized due to hypoglycemia. The customer stated during the manual prime he noticed insulin being delivered faster than normal prior to receiving the alarm. The customer stated he knows he should have been disconnected during the manual prime, but he feels he wastes a lot of insulin following the correct procedure. The customer was advised of the proper manual priming technique. A replacement insulin pump was sent to the customer. .

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.